Event description:
The patient with copd/emphysema underwent blvr with placement of valves in the right lower lobe (rll) on (B)(6) 2026. The right lower lobe became completely atelectatic in about 3 days. On february 11, the day after valve implantation, chest x ray showed atelectasis of the rll along with the appearance of a free pleural space in the right lower lung. This was assessed as a grade 1 pneumothorax, on 14feb2026, blood in sputum was observed and managed with hemostatic agents. Bronchoscopic examination (bf) was performed to observe the airway lumen; however, no obvious source of bleeding was identified. Hemoptysis was intermittently observed thereafter. On 15feb2026, oxygenation worsened. Ground-glass opacities and infiltrative findings were newly observed in the rul and rml, therefore, treatment with ceftriaxone was initiated. Pneumonia or aspiration of blood was considered, and adotrass and ceftriaxone (ctrx) were administered. Oral prednisolone at 30 mg was continued. On 16feb2026, atelectasis of the right middle lobe gradually progressed, and the right upper lobe expanded to compensate, covering the entire lung field. The worsening oxygenation was considered to be due to ventilation-perfusion mismatch, and the patient was managed with observation. Due to persistent blood in sputum, bronchoscopic examination was performed on (B)(6) 2026 to observe the airway lumen. No obvious bleeding or obstruction was identified. However, marked bronchial narrowing associated with expiratory air trapping was observed. No sputum retention was noted in the rml. Prednisolone (psl) was discontinued, and therapy was switched to tazobactam/piperacillin (taz/pipc). On (B)(6) 2026, patient developed respiratory acidosis which worsened requiring oxygen supplementation of more than 10 l/min. The findings were considered to be a valve related adverse event, with rml atelectasis presumed to be caused by an associated underlying mechanism. Consequently, the valves in the right b7 and b6 were removed. Oxygenation temporarily improved; however, respiratory status deteriorated again in the evening. The patient was managed with noninvasive positive pressure ventilation (nppv). Due to significant discomfort claimed by the patient, management was adjusted by alternating with high flow nasal cannula (hfnc) as needed. After valve removal, atelectasis of the rll resolved with re aeration; however, atelectasis of the rml remained unchanged. Oxygenation could not be maintained even with an fio[?] Of 100%, and on (B)(6) 2026 a grade iii right pneumothorax was identified. Chest drainage was performed using a 20 fr double lumen chest tube. Acidemia persisted thereafter. On (B)(6) 2026, the acidemia was not improving and given the poor condition and marked dyspnea, and in accordance with the patient's wishes, the treatment strategy was shifted toward symptom relief. Continuous subcutaneous infusion of morphine was initiated. The patient died on (B)(6) r2026. According to the physician, the grade 1 pneumothorax that developed on the day following valve implantation was identified on chest x ray by the presence of atelectasis of the right lower lobe together with the appearance of a free pleural space in the right lower lung and was considered to be probably valve related. The grade 3 pneumothorax observed five days after valve removal was considered an adverse event associated with positive pressure ventilation administered given the patient's preexisting severe emphysematous lungs. While a potential contribution from the valves cannot be completely excluded, a causal relationship was considered unlikely.